Event description:
It was reported that the device was implanted on (B)(6) 2012, after the "use-before date" of (B)(4) 2012. The patient outcome was not provided.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).